Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge battery) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the y1 (10 mhz smd crystal) component on the bedside board was open. The cause of the failure is the open y1 component. The root cause for the open crystal oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger would not charge a patient's batteries.